Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The patient underwent a surgical procedure where the device was explanted and replaced. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.